Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary duct during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noticed that the working channel of the spyscope ds was protruding. Reportedly, no part of the spyscope ds device was detached and there were no accessory device inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.